Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Visual evaluation of pictures provided showed that the articular surface implant had no visible damage on its surface. Radiographic evaluation identified possible polyethylene wear of the medial component, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the polyethylene articular surface to address instability approximately twenty (20) months post-operatively. During the procedure, the tibial baseplate and femoral component were stable, however, the surgeon noted mid-flexion instability through range of motion and upsized the articular surface, which resolved the instability. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona trabecular metal two-peg porous fixed bearing tibial tray right size f catalog #: 42530007502 lot #: 65262161, persona cruciate retaining standard porous femoral component catalog #: 42502806402 lot #: 65613140 g2 - report source - foreign: event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.